Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and elevated fibrin. The cause was unknown. The patient was hospitalized and was treated with unknown antibiotics (dose, route and frequency unknown). The patient outcome for this event was not reported. The action taken with physioneal therapy was not reported. Additional information is not available.